Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the co2 and k electrodes and cleaned the flowcell. The fse then recalibrated and ran qc, which all results were within customer ranges.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that their carbon dioxide (co2) measuring electrode has been leaking in the unicel dxc 600 pro synchron chemistry analyzer. The customer also stated that the leaking of the alkaline buffer leaked onto the potassium (k) electrode coupler causing the k electrode to become stuck. The customer tried hot water, a male operator, a wrench and a hemostat and nothing loosened the coupler holding the k tip to the flowcell. No injury or operator exposure was reported for this event.